Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: social media.

Event description:
Reported false positive result for quickvue sars otc. Consumer claimed to have tested an unspecified amount of times throughout the year. Consumer also reported testing with alternate brands that resulted negative. The consumer communicated the result was confirmed negative by molecular (pcr testing). An attempt was made to gather more details but consumer was unresponsive.